Event description:
It was reported that during a semi-open colectomy, the firing knob was broken off on the way of the third firing of functional end to end anastomosis. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Firing knob, damaged slip block assembly. Batch # k5939r. Additional information received: on the third firing, did the device staple? Yes. If yes, was the staple line complete? No. On the third firing, did the device cut? Yes. If yes, was the cut line complete? No. Will all pieces of the device be returned for analysis? No information. If no, what is the disposition of the pieces? No information the analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.